Event description:
Report received from becton dickinson complaint coordinator states that in 2001, rcp sent an e-mail regarding a customer complaint on several lever lock cannulas. He stated that the customer was complaining of some leakage with the baxter secondary medication sets. The medication they are using is chemotheraputic agents.